Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The left ventricular (lv) lead threshold was moderately high. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010; 4076 implantable pacing lead, (B)(6) 2010. (B)(4).